Event description:
The device was implanted on (B)(6) 2015. Reportedly, the patient was hearing the beep sounds from implant site from (B)(6) 2016. The patient went to the emergency of the hospital in the morning of (B)(6) at 1:00 am and a device check was performed. The physician confirmed hearing the beep sounds (with a frequency of 2 every 5 minutes). The patient was sent back home and a new follow-up was performed on (B)(6) 2016. The physician did not confirm the beep sound from implant site during this follow-up. The patient had no other implanted device and no specific therapy/activity that could cause interference to the device.

Manufacturer narrative:
(B)(4).

Event description:
The device was implanted on (B)(6) 2015. Reportedly, the patient was hearing the beep sounds from implant site from (B)(6) 2016. The patient went to the emergency of the hospital in the morning of (B)(6) at 1:00 am and a device check was performed. The physician confirmed hearing the beep sounds (with a frequency of 2 every 5 minutes). The patient was sent back home and a new follow-up was performed on (B)(6) 2016. The physician did not confirm the beep sound from implant site during this follow-up. The patient had no other implanted device and no specific therapy/activity that could cause interference to the device.